Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "final full revision (B)(6) 2016: modular head replaced along with acetabular components. Stem noted to be well-fixed and retained."